Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also noted that the device burnt up and had burned the patient. The patient underwent an explant procedure.